Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 419 mg/dl, cause was unknown. Reportedly, the customer experienced vomiting and dizziness. Reportedly, the customer required assistance from contacts to address bg level with manual injection. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.